Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device is confirmed to have broken at the strain relief point and there was melting and discoloration present at the end of the strain relief. The rest of the fiber body does not have any visual physical defects. The distal tip of the fiber is intact and appears unused. The complaint concludes that the reported adverse event was primarily linked to procedural factors, since it appears to be mishandling by the user. This complaint does not require further escalation per (B)(4). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the 200 micron tfl single use fiber soltive laser was activated, a jet flame came out of the laser fibre connector. The issue occurred during a therapeutic disintegration of a urinary stone procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, however, the device evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.